Event description:
It was reported the patient experienced muscle spasm and severe pain. An icerod cx 90 degree needle was used in a renal cell carcinoma (rcc) treatment procedure. During the 2nd freeze of cryoablation, needle 1 started causing severe pain and back spasm to the patient (patient rated the pain a 10/10 on the pain scale). Needle 1 was turned off, the pain and spasm stopped. Needle 1 was restarted, and the patient experienced pain and spasm again. Pain medication was administered, and the freeze cycle was stopped, the pain and spasm stopped. The needle was replaced with an icepearl, and the procedure was completed as expected with no further complications.